Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% chronic total occlusion target lesion being treated was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 135 cm non-bsc microcatheter and a non-bsc guide wire were advanced to the lesion. The guide wire was exchanged to another non bsc guide wire. Predilation was performed with a 1.25x15mm non-bsc balloon catheter. A 3.00mm x 12mm emerge¿ balloon catheter was selected to perform additional dilatation to the target lesion. During the first inflation at 4 atmospheres, blood flowed into the inflation device. When the device was removed, it was noted that the mid part of the balloon ruptured. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.